Event description:
It was reported that the patient¿s implantable neurostimulator (ins) may be flipped. It was noted that the patient had difficulty recharging since initial implant. It was noted that the antenna locator indicated that the ins was not flipped. It was noted that the manufacturing representative could connect with the patient¿s recharger, thought viable coupling was not achieved. It was noted that the physician looked at the ins under fluoroscopy and concluded that the ins was not flipped. It was noted that ¿due to the patient¿s significant body mass index (bmi) and the location of the ins, it was decided to revise the location of the ins.¿ the date of the procedure was unknown at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had an implantable neurostimulator (ins) revision on (B)(6)-2014. The ins was moved just a bit. No additional product was used and successful charging was confirmed.